Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the monitor failed to execute a baseline ECG recording. Upon evaluation, the j1003 was contaminated. The cause of the constant gong alarms and baseline recording failure is the contamination. The root cause of the contamination was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.